Event description:
Per the clinic, the device was explanted (specific date not reported) due to meningitis post-operatively (reported on report number 6000034-2025-00244). A csf leak occurred during the explant surgery. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.